Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable unable to power up.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation the monitor was unable to power up. The cause for the failure was due to contamination on the q18 component of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.